Event description:
The customer's spouse called and reported that he called emergency medical services for low blood glucose that the customer experienced, a month and half before this report. Customer's spouse further stated that he treated the customer with a glucagon shot on the night of (B)(6) 2015. He also reported that the customer had a seriously low blood glucose and he began to call paramedics, but they were able to treat her and he cancelled the call to emergency medical services. Furthermore, it was stated the customer would go into shock at least once every two weeks. At time of this report, customer's blood glucose was 166 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. There was more insulin in the reservoir that what was shown on the status screen. Insulin pump history, settings, and programming reviewed appeared correct. It was advised that customer and spouse speak with doctor about low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.